Event description:
During preparation of the device for a cardiopulmonary bypass (cpb) procedure, the field service representative reported that the roller pump was making a grinding noise. The noise was present when the pump was in the "stop" mode (ie: pump not rotating) and was being used for suction. The occurrence delayed the start of cpb for about five minutes. As a result, an alternate device was employed. This was an elective, stable patient and the delay did not increase the risk of harm. The case was completed successfully and there was no blood loss. There was no observed harm to the patient. Investigation in process but not yet completed.